Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant the patient¿s right ventricular (rv) lead dislodged. The rv lead was repositioned the next day. One day later, high capture threshold and low r-waves of the rv lead were noted, and it was found that the rv lead had dislodged a second time. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.